Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the partial lead was returned in segments and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance on the superior vena cava (svc) and right ventricle (rv) defibrillator portions of the rv lead. It was noted that this increase was a spike. The lead was explanted and replaced. The right atrial (ra) lead was explanted and replaced with no alleged performance issues as part of a system replacement. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.